Event description:
Customer sent a repair request reported with an issue of image defect (compromised image). The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the color tone of the image is abnormal due to damage to the image pick up part (damage ccd) and breakage of the electronic board (damage to the video connector). This report is being submitted for the damage of the ccd and electronic board causing abnormal tone of the image ( image is magenta or green only ) observed during device evaluation.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, the following findings were noted: the color tone of the image is abnormal due to damage to the image pickup part (ccd) (image is magenta or green only) . The color tone of the image is abnormal due to damage to the video connector (image is magenta or green only. Furthermore, the followings during inspection were found on the device: the curved rubber adhesive is missing. Curved rubber the video connector found scratched , was broken due to external factors. Scratches on the grip, angle lever , right / left lever, video connector case, dirt that is difficult to remove found on the sw1 (switch 1) part due to handling. Video connector case cracked and the label on the light guide connector found peeled off. Based on evaluation findings the customer reported issue of image defect was confirmed as abnormal color tone was observed and was found to be attributed to the damage to the image pickup part and to the video connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 06-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the issue of image defect (compromised image) was most likely due to a defect of the ccd unit, failure of internal board of scope connector, or the system caused the event. Olympus will continue to monitor field performance for this device.